Manufacturer narrative:
At this time, no conclusion can be made as to the degree to which the bard device may have caused or contributed to the patient outcome. Adhesion, fistula and inflammation are identified in the adverse reaction section of the IFU as possible complications. Regarding infection, the warning section states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." We have reached out to the author (surgeon) of the article and to the medical center to request additional information including the lot number for the composix kugel hernia patch, however no additional information could be obtained. Without a lot number a review of the manufacturing records is not possible. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on information obtained from a published journal article (literature; journal of (B)(6) hernia society, 1(1), 2014, 47-49. "Cecum fistula following laparoscopic transabdominal preperitoneal repair".) In (B)(6) 2010 the patient underwent a tapp procedure and was implanted with an unidentified mesh device. Ten days post implant the patient was admitted to the hospital to be treated for ileus. Laparoscopic surgery was performed and revealed that the ileus was caused by an adhesion between the small bowel and the mesh, which was exposed due to peritoneal suture dehiscence. A bard composix kugel hernia patch was applied to the exposed mesh after removal of the adhesion. In (B)(6) 2011 the patient presented with pain in the right groin area and was treated conservatively with antibiotics. In (B)(6) 2012 the patient again presented with pain in the right groin area and was treated conservatively. In (B)(6) 2013 the patient underwent a lower gastrointestinal tract endoscopy was diagnosed with a mesh infection and a mesh cecum fistula. Open surgery was performed by the right paramedian incision, the right inguinal part stiffened because of high inflammation significantly and formed an inflammatory mass by the mesh. The doctor partially removed the cecum including the fistula and removed mesh and the neighborhood abdominal wall as a group. After surgery, an incisional infection occurred, and was relieved by conservative treatment. Forty six days after the surgery, the patient left the hospital.